Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for low pacing impedance measurements out of range. Due to the limited information received, further follow-up to obtain related details was not possible. This lead remains in service. No adverse patient effects were reported.